Manufacturer narrative:
Batch review performed on 15 may 2020 lot 1905498: (B)(4) items manufactured and released on 27-jun-2019. Expiration date: 2024-06-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional items involved in the event, batch review performed on 15 may 2020: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 32 size m 0 (k112115) lot. 180535. Lot 180535: (B)(4) items manufactured and released on 13-jul-2018. Expiration date: 2023-07-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Immediately following the primary hip surgery and while the patient was in post-op, the head dislocated from the liner. The surgeon revised the size 4 stem to a size 6 stem and revised the 32mm biolox head m with a 32mm biolox head m the same day of primary. The surgery was completed successfully.